Event description:
A journal article was reviewed which contained information regarding these lead and device models. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/device serial numbers. The article included the following failure modes: decreased atrial and ventricular sensing increased atrial and ventricular thresholds and decrease in device battery voltage. The status of the leads and devices is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. An email was sent to the author requesting additional information, with no reply as of yet. Referenced article: safe performance of magnetic resonance of the heart in patients with magnetic resonance conditional pacemaker systems: the safety issue of the estimate study. J. Cardiovasc. Magn. Reson. 2014;16(1):1097-6647. (B)(4).